Event description:
Pt was scheduled for removal of bilateral implants. The pt has had the implants for 20 plus yrs. A different surgeon implanted the implants. Upon doing the surgery for removal both implants were found to be encapsulated. Because of the encapsulation the surgeon could not determine if the implants were ruptured or leaking. The implants were removed within the capsules and they were sent to pathology. Because of the condition of the implants at the time of surgery, facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.